Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect(s) of angina and stenosis are listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with chest pain. Angiography revealed single vascular lesions. A 3.0x23mm and a 2.75x23mm xience xpedition stents were implanted in proximal right coronary artery (rca) with 90% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2016, the patient was re-hospitalized with intermittent chest distress and chest pain. Coronary angiography showed 60% stenosis of the 2.75x23 mm xience xpedition stent. The patient was given standard medication (nitroglycerin, pantoprazole sodium enteric-coated capsules, lipitor, betaloc, xin kang). The patient was getting better and was discharged on (B)(6) 2016. Per physician, the relationship between the event and the device is related. The patient is in good condition. No additional information was provided.